Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the outer cover/shield of the bd nano¿ 2nd gen pen needle failed to attach the needle to the pen during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported that the needle will not attach. When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."

Event description:
It was reported that the outer cover/shield of the bd nano¿ 2nd gen pen needle failed to attach the needle to the pen during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported that the needle will not attach... When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.